Event description:
Related manufacturing reference: 3008452825-2023-00283, 2184149-2023-00134. During the atrial fibrillation procedure, distortion, communication, and connection issues resulted in a procedural delay. At the start of mapping, a different position was tried for the patch but the distortion was noted to be below the threshold. The detector was moved away from the patient which did cause distortion to drop. However, the distortion started to exceed the threshold causing issues with the ablation/no vector available with the ablation catheter and unable to collect geometry during ablation. This occurred with no change in table height or x-ray position, no new equipment introduced. No change to the x-ray position was able to improve this. Again, the distortion temporarily resolved itself with no change to the environment. The patient reference sensor-a patch seemed to be picking up distortion with no change in the environment. The distortion exceeded threshold again, and this time it was temporarily improved by pressing on the patient reference sensor-a patch, indicating a connection issue between the patch and the patient reference sensor-a, resulting in communication issues between the patch and the patient reference sensor-a. The procedure was successfully completed but with delays of around 45 minutes to 1 hour.

Manufacturer narrative:
The results of the investigation were inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be determined.